Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
The primary surgery was performed via tha around 10 years ago (the date was unknown). It was reported that the revision surgery was performed on (B)(6) 2020 by replacing the pinnacle cup (p/n: unknown), the 36mm head (p/n: unknown), the metal liner(p/n: unknown), and the s -rom stem (p/n: unknown) with a cemented cup, a 28mm head, and a same size stem due to loosening of the cup because the patient fell and had a pelvic fracture. After removing the liner, the surgeon harvested a tissue which was seemed a pseudotumor. The surgery was completed, and it was unknown whether there was a surgical delay or not. No further information is available.